Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on 0(B)(6) 2016, the g5 mobile application was experiencing intermittent audio alarms. No additional patient or event information is available.